Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #2249697-2010-00427.

Event description:
It was reported that, "revised due to pain and instability. Upon surgical exposure a large granuloma of the tissue was noticed and components were loose."